Event description:
New information received notes that the insulation breach noted on the right ventricular (rv) lead was confirmed visually during the procedure.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular lead exhibited noise over-sensing. No interventions were performed and no patient consequences were reported.

Event description:
New information received notes that the patient presented to the hospital for lead extraction procedure. The right ventricular (rv) lead revealed insulation breach near the lead-to-can abrasion area. The rv lead was explanted and replaced on (B)(6) 2025. The patient was stable post-procedure.